Event description:
It was reported that the patient underwent an right hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2015 due to allegations of pain, metallosis, and a pseudotumor. All components were removed and replaced. Additional information received in revision operative report noted metallosis and that there was cloudy yellowish fluid present and no evidence of a pseudotumor. Operative reports further noted issues removing the head from the stem. An osteotomy was performed to remove the well fixed stem and cables were placed on femur.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, " material sensitivity reactions". Also number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00387 & 1825034-2015-01068).